Manufacturer narrative:
E1: patient city: (B)(6), patient country: germany. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient faced diabetic ketoacidosis event and eventually got hospitalized on (B)(6) 2025.they tried to treat it with multiple daily injection(mdi). The blood glucose level was 504 mg/dl at the time of event and test for ketone found positive. During hospitalization, the patient got treated with intravenous fluids of saline and insulin. No further information available.